Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; groin pain; anal pain; rect pain; pain inter; diff bowel; incont not pres; rec incont; psych. Surgical interventions: on (B)(6) 2020 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: rectify complications from the initial implant; uterus prolapse repair (anterior and posterior) with uterus sling inserted . On an unspecified date the patient underwent further surgery regarding the advantage fit implant for the following purpose: will require surgeries in the future to maintain the procedure ensuring the complete resolution of complications. Nonsurgical treatments: on (B)(6) 2011 the patient commenced psychological medication: aropax for the treatment of: anxiety medication. Treatment duration: as needed. On (B)(6) 2021 the patient commenced other medication (please specify): hrt for the treatment of: brittle bones after menopause and keep pelvic floor healthy. Treatment duration: 5 years (until 60). On (B)(6) 2014 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic floor. Treatment duration: 12 months. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): pessary medication for the treatment of: keeps vagina healthy and for strengthening pelvic floor muscles. Treatment duration: for the rest of her life. On (B)(6) 2020 the patient commenced injections (not associated with surgical treatment): botox for the treatment of: botox in bladder to hold urine. Treatment duration: every 12 - 18 months for the rest of her life. On (B)(6) 2014 the patient commenced other (please specify) for the treatment of: electrical current for pelvic floor. Treatment duration: 3 months. On (B)(6) 2014 the patient commenced other (please specify) for the treatment of: electrical current for pelvic floor. Treatment duration: 16 occasions (2 twice a week for 8 weeks).

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.